Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID: 3093-28 (lot: v181439); product type: 0200-lead; implant date (B)(6) 2008; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient called to inquire about MRI compatibility and the reported that the  ins was removed in (B)(6) 2018 because their health care provider (hcp) had given the patient another therapy route to take, and the patient opted to go with that. The patient stated they were initially told by their health care provider (hcp) that everything had been removed; however, a few days after the removal, the patient had an x-ray done by an MRI facility, and the facility told the patient there was a fragment left behind so the MRI would not be able to be done. The patient stated they talked to their hcp about the fragment, and the hcp told the patient that they weren't a "spinal surgeon" and told the patient at the time they weren't "going to dig around in your spine" to remove it, so it was left behind. The patient stated the hcp told the patient they thought the lead might have broken. The patient stated they were able to successfully have a head/brain scan at another clinic, but now they were in need of an MRI of their sinuses, and the clinic wanted the patient's device information. Patient services reviewed device registration information with the patient as well as reviewed MRI guidelines with the patient. Patient services redirected the patient to have their physician order the MRI or the MRI facility call technical services to discuss the new MRI labeling for lead fragments. The patient stated they would have the hcp/clinic call technical services and stated they assumed they would need to get an x-ray to determine lead fragment information. .